Event description:
Patient reports device was implanted to help with retention and she felt it was helping with that condition, maybe even too much. Patient has constipation and pain in the stomach following implant. Patient thought her irritable bowel syndrome (ibs), which she had before implant, may be worse after getting the device. It was later reported that on (B)(6) 2012 stated she had her device off for a while and was told when she needed to turn it back on she could call in for help. Patient stated the technical service representative told her to turn if off for a while and she has had it off for six weeks. Patient and husband turned patient¿s device back on program 1 and increased to 2.3v. Additional information received on (B)(6) 2015 that patient had their neurostimulator removed on (B)(6) 2012 because it was not working properly. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).